Event description:
It was reported that following pelvic reconstructive surgery, pts presented with granulation tissue requiring suture removal. The suture has remained present in pts up to two years after its placement. In some cases this necessitated a return to the operating room for the removal.